Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patent's lactate dehydrogenase (ldh) level had elevated to greater than 1400 u/l. The patient was administered coumadin, lovenox and a heparin drip. The patient underwent a pump exchange on (B)(6) 2017. During the exchange, the surgeon observed a large thrombus in the inflow cannula. No further information was provided.

Manufacturer narrative:
Requests were made for the explanted device to be returned for evaluation; however, the explanted device has not been returned to date. The report of thrombus within the inflow cannula could not be confirmed as the explanted device was not returned for evaluation. A direct correlation between the device and the reported elevation in the patient's lactate dehydrogenase level could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.